Event description:
New information received indicates that the device was able to pair after a software update on the mobile phone.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a potential bluetooth malfunction. No intervention was performed. There were no patient consequences.